Event description:
It was reported by a user facility that a saline bag back filled approximately four minutes after the treatment. Patient was disconnected from the machine. The machine was removed from the treatment floor and checked by the bio-med. The patient dialyzed on another machine with no issue. Patient was doing well after dialysis treatment. The machine did not have any repairs. The machine passed all the tests. The machine was put back into circulation.

Manufacturer narrative:
Investigation findings to date indicate the reported malfunction occurred during treatment. The user visually observed the saline bag refilling with dialysate during circulation. There have been no adverse events associated with this reported issue. This report is being investigated by the manufacturer via a CAPA. The investigation is pending, a supplemental MDR will be filed at the completion of the investigation.